Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) levels have been high since late september (approximately 400mg/dl). The customer attempted to treat with correction boluses, site/cartridge changes and manual injections, none of which resolved the issue and resulted in the customer being hospitalized. The customer stated that they did not believe that the event was pump related. The customer added that they have been dealing with multiple health issues, which might likely be contributing to high bg levels. Tandem's technical support recommended that the customer discuss their settings with their healthcare provider, and inquire whether their bg levels can be affected by medications or procedures that they have recently had.